Manufacturer narrative:
(B)(4). One device was received for evaluation against the reported condition of a non-specific leak. Visual inspection confirmed the reported condition, as a leak was noted at the middle y-site while the device was spiked into reverse osmosis water and re-primed. Microscopic inspection showed that there is what appears to be a male luer broken off inside the gland. The cause of this leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up report will be submitted.

Event description:
It was reported that a clear link, duo vent, continu-flo set had a leak. The leak was found from a y-site on the set, however which y-site is unknown. This occurred during infusion and had leaked onto patient's bed. There is no report of adverse event in association with this event. No additional information is available.